Event description:
Cardiology department was going to perform a cardioversion on a patient. When they went to shock the patient, the unit did not discharge. They tried a second time and the unit discharged and then the service light came on. They performed a self-test and the unit failed. Unit was brought to biomed for repair.